Event description:
Spontaneous call from patient to report the cartridge got stuck in auto injector. Unknown if doses were missed. No side effect reported. Unknown if product on hand for return to manufacturer. No further information provided. Reported to (B)(6) by patient/caregiver.